Event description:
It was reported the patient's device was initially placed in the buttocks, but was revised to the abdomen for comfort reasons. No patient injury was reported.

Event description:
It was additionally reported that the ins had been implanted in the patient's back, then after approximately 2-3 years they moved it and put it in the front. Then a while later removed the same ins and put it in the back on the other side hip. The device was uncomfortable.

Manufacturer narrative:
Product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ lead product ID 3777-75 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ lead product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ programmer, patient product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ extension. (B)(4).

Manufacturer narrative:
(B)(4)